Manufacturer narrative:
The sample has been requested for investigation, but not received yet. The investigation is not complete at the time of this report. A follow up investigation report will be sent when completed.

Event description:
The event is reported as: a mother called to state while she was trying to allegedly resuscitate her daughter who has severe spinal bifida, the oxygen reservoir bag disconnected and she allegedly had oxygen desaturation. Further information obtained from the father revealed that the daughter has occasional periods of low oxygen concentration and needs additional respiratory assistance. He thought they used too small of an oxygen resuscitation bad and when they switched to an adult manual resuscitation bag, it helped immediately.